Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer¿s blood glucose (bg) level was 400 mg/dl. Additionally, the customer went to the emergency room with a bg of 325 mg/dl. Customer did report that they were pregnant and tested positive for covid. No additional information was provided. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.